Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidoses, urinary tract infection and a broken foot. Customer was hospitalized for four or five days and was treated with insulin drip in the intensive care unit. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.